Manufacturer narrative:
More accurate approximate event date is (B)(6) 2016. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). The elective replacement indicator was seen the week before the report in (B)(6) 2016. It was reported that therapy stopped working a couple of days ago in (B)(6) 2016. The patient did not have a current managing health care professional (hcp). Hcp listings were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.